Event description:
Tip of the device was not present in the tip assembly at the end of the surgery. The device was used successfully in the surgery for one hour until there was signs of clogging and the saline flow became occluded. The nurse in the surgery attempted to remove the clogging by cleaning the tip. A second tissuelink device was opened and used to complete the surgery.